Event description:
In october 2004, while wearing the external equipment, the pt reportedly experienced sound percept problems and a decrease in performance. The pt was seen at the center. Programming changes were made. However, the problem was not resolved. In october 2004, the pt was seen by a co rep for device eval. Testing performance confirmed that the device was functioning. Programming changes were made that seemed to resolve the reported program. The pt continued to be monitored by the center. In december 2004, the co was notified that surgery to explant the pt's c1 device was scheduled.